Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 53 and failed battery test found on (B)(6) 2021. Device passed the self test, active current, sleep current and displacement test. No alarms occurred during testing the history download confirmed pump error 53 due to software/hardware error found on (B)(6) 2021 at 17:00 no pump error 53 alarms noted during testing. However, the formatted history file confirmed pump error 53 alarm (line number 18354 file number 49). Problem isolated to the electronic assembly as per global logic (B)(4). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing however, failed battery test alarms found on (B)(6) 2021 at 17:00 due to the use of a low voltage aa battery. Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a software/hardware error. Failed battery test was not confirmed. Pump passed sleep and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated they performed self test and it was passed. No harm requiring medical intervention was reported. The customer was discontinue the use of device.